Event description:
The event is reported as: the staples did not form properly. No pt injury reported.

Manufacturer narrative:
The device sample is available for eval. The device sample was not returned at the time of this report.